Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad on the clamp arm showed the teflon pad coming-off or sticking out from its attachment. No missing material was observed. Further investigation found that the instrument had blade damage. One of the blade edges was indented at the tip. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the instrument teflon pad had no visible damage. The probable root cause of the teflon pad peeling off is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument gasket on the clamping arm allegedly appeared to fall off. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary was found. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside of the patient¿s anatomy.